Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the introducer is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the tip of the introducer is damaged. It was also noted that the introducer shaft is kinked at 8 cm from the tip, the dilator tip is also damaged, and the dilator was damaged at implant. The analyst also noted that blood is visible on diator and introducer.

Event description:
It was reported that during the implant attempt, the tip of the introducer was damaged once the dilator was removed. A different introducer was used. No patient complications were reported as a result of this event.